Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that an ablation catheter and mapping catheter were both fed through the sheath to complete the procedure. After the last catheter was removed from the sheath, the physician aspirated the sheath and noted significant air bubbles in the sheath. Physician continued to aspirate air bubbles, yet no improvement. As the procedure was finishing, so physician decided to pull the sheath to prevent any further air introduction. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded by the nursing staff.

Event description:
It was reported that during the pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that an ablation catheter and mapping catheter were both fed through the sheath to complete the procedure. After the last catheter was removed from the sheath, the physician aspirated the sheath and noted significant air bubbles in the sheath. Physician continued to aspirate air bubbles, yet no improvement. As the procedure was finishing, the physician decided to pull the sheath to prevent any further air introduction. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded by the nursing staff. It was further reported that the method of irrigation was attachment of a pressurized saline bag flush. Bubbles were noted in the flush line of the sheath upon aspiration with a large syringe. Bubbles were visible in the syringe as they were aspirated, while additional bubbles remaining visible in the flush line as the physician continues to aspirate. The guidewire was inserted in the central lumen of the farawave catheter, with the tip of the guidewire resting just at the tip of the catheter. No other issue has been reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.